Event description:
It was reported that the patient presented with pocket erosion. The entire system was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in two pieces. Visual inspection found multiple internal insulation abrasion breaching the ring electrode and right ventricular cable lumens with inner coil lumen intact and undamaged. The right ventricular cables were found broken/separated consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.